Event description:
A site representative reported a damaged open spine clamp. No details were provided as to how the damage occurred. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement spine clamp shipped to site (B)(6) 2013. Medtronic investigation of returned suspect device finds the clamp face is bent to one side. The adjustment screw threads are worn down in the middle of the travel along with debris in the threads making it difficult to open and close the clamp. The deformation, screw cross-threaded, mechanical failure directly caused this event.